Manufacturer narrative:
The returned device matched the report, and the incident was confirmed. The review of the risk assessment for the failure mode (intraoperative screw breakage) and the root cause (too high torsional forces) indicated the issue was within tolerance.

Event description:
It was reported that the screw was broken and the shaft of it remained in the pt's bone.